Event description:
It was reported that prior to starting a da vinci si surgical procedure, the distal tip of the black sheath is badly damaged on a maryland dissector instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .450 x .120 piece missing roughly .870 above the snake wrist. No other damage was found. (B)(4).